Manufacturer narrative:
Concomitant medical products: 439888 lead implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a lower than expected longevity estimation due to the high left ventricular (lv) lead outputs. It was determined that the device was performing as expected with the programmed settings. The crt-d and lv lead remain in use. No patient complications have been reported as a result of this event.